Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD, implanted (B)(6)2011. (B)(4).

Event description:
It was reported that the right ventricular lead high voltage (hv) and superior vena cava (svc) portions of the lead had high impedance. The hv coil was capped and the svc coil remains in use. It was noted that the pace/sense portion of the lead was also capped and replaced, however there was no impedance issue with that portion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.